Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 20489180/20517005.

Event description:
It was reported that the patient had a localized infection at the ipg site. The patient was treated with antibiotics. The physician believed that it was not device related and the cause was unknown. The patient underwent an explant procedure wherein all components were removed. The explanted devices will not be returned.

Event description:
It was reported that the patient had a localized infection at the ipg site. The patient was treated with antibiotics. The physician believed that it was not device related and the cause was unknown. The patient underwent an explant procedure wherein all components were removed. The explanted devices will not be returned. Additional information was received that the patient was doing well postoperatively.